Manufacturer narrative:
Block b3: exact date unknown, event occurred in november 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7110636. Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 371146.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to high impedances noted on the spinal cord stimulator (scs) leads. Reprogramming was attempted, however, unsuccessful. It was also noted that the patients implantable pulse generator (ipg) was not keeping a charge. The patient underwent a revision procedure where the scs leads and ipg were replaced. The patient was doing well postoperatively. No device malfunction was suspected. The explanted ipg and leads were not returned due to hospital policy.